Event description:
Needle broke off (needle got stuck in the right thigh and has disappeared) [needle issue]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case was initially reported by a diabetes nurse specialist (and confirmed by physician) from (B)(6) as "needle broke off {needle got stuck in the right thigh and has disappeared)". It concerns a (B)(6) male pt, who was treated with novofine 6 mm (needle), from unknown dates for device therapy. Pt's height: (B)(6). Medical history includes, type 1 diabetes mellitus (from (B)(6) 2004). On (B)(6) 2013, the novofine needle 6 mm broke off during injection. Injection needle was used together with novopen echo. Needle go stuck in the right thigh and disappeared, no pain, no reddening was noted. The pt used a new needle for each injection and no multiple uses was reported. No sample will be sent for analysis as the plastic part of the needle was discarded. Action taken to novofine needle was not reported. Outcome of the event was not reported.